Manufacturer narrative:
This event is most likely associated with use error. Unloading of the prismaflex set during an ongoing treatment indicates the operator ignored the warnings on the prismaflex screen. Before the set is unloaded, a warning appears on the screen stating all lines must be clamped before unloading the set. The operator is then instructed to press the unload soft key to confirm that the patient is disconnected in order to proceed with the unloading of the set. This warning is also provided in the prismaflex operator¿s manual. There is no information to reasonably suggest that any gambro product caused or contributed to the reported event. The prismaflex control unit with sw 6.10 involved in this event does not have 510 (k) clearance but is similar to prismaflex control unit sw 5.10 (510(k) clearance k110823). There is no information indicating that the prismaflex®control unit has been inspected by a gambro technician (or any other technician). The treatment data card files from the prismaflex control unit has not been provided.

Event description:
A patient undergoing continuous renal replacement therapy had a blood loss when the user unloaded the filter set before disconnecting the patient and clamping the lines. Gambro has received limited information related to this event; the investigation is ongoing.